Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system defaulted to the blue windows login screen mid-case, and the user was unable to access medication or supply. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system defaulted to the blue windows login screen mid-case, and the user was unable to access the device. A technical support specialist (tss) dialed into the station and found an error indicating the dsclientoltp database could not be opened due to login failure. The station was brought down to cfnadmin, and ssms showed the database in suspect mode. Following knowledge article references (drop failed for database "dsclientoltp"), the existing database was moved, and dropped database using the knowledge article (proper datasync procedure & how to place new db in es station) the anesthesia app was repaired. A new database was created, and a full sync was attempted, but initially failed with a timeout error. After changing the station speed and duplex to 100 mbps half duplex, the full sync completed successfully. Logs were monitored until stable. Further checks revealed the c drive was nearly full of only 0.55 gb free; analysis showed mssqlserver files occupying over 18 gb. Sql dump and winsxs files were cleared per knowledge article (low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space) guidelines, freeing 18 gb of space. The station was then rebooted. The system functioned as intended after the technical support specialist troubleshot the device.